Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level and a bent infusion set cannula. He was in intensive care unit. This was the third time the customer's infusion set had a bent cannula. The customer's blood glucose level was 485 mg/dl. The customer was feeling tired and vomited. In the hospital he was administered insulin drip. He had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.